Event description:
It was reported to baxter (B)(4) that an infusor lv1.5 was leaking before use. The device was filled with 240 milliliters of 25.83 milligrams/milliliter timentin in 0.9% nacl when the leak was observed. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation per the customer. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.